Event description:
New information was received that the device was explanted and replaced with a conventional pacemaker. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was several episodes of undersensing noted on the device. No intervention was performed to resolve the event; however, a device revision procedure to anticipated and the patient was in stable condition.